Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by acute mi. Two endeavor sprint drug eluting stents were implanted in the proximal lad during the index procedure. Approximately 23 months post index procedure, the patient expired. The cause of death is unknown. The investigator indicated that the event was not related to the study device.